Manufacturer narrative:
Analysis of the ins model 37612 serial (B)(4) found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 64002, lot# n251409, implanted: (B)(6) 2010. Product type: adapter: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v079980, implanted: (B)(6) 2008. Product type: lead: product ID 3387s-40, lot# v100240, implanted: (B)(6) 2008. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there were impedances greater than 40,000 ohms. Impedances had been checked prior to stimulator replacement and all were "good." The battery was replaced and there were high impedances on the right lead of greater than 40,000 ohms. The lead had greater than 4,000 ohms on contacts 2 and 3. It was noted the patient had "complications" so the doctor did not want to troubleshoot the high impedances. The stimulator was replaced with a new stimulator. It was later reported the patient's blood pressure had dropped significantly in the operating room and the physician requested another stimulator to be used. It was also noted the physician had to close quickly due to the patient's deterioration. There was no injury to the patient and the patient recovered without sequela. It was noted the impedance settings that were abnormal were not saved on the clinician programmer due to the emergency situation in the operating room.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.